Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 additional information : if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => yes

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: intervention/treatment (check 'none' or all that apply) none: yes => no updated log line: 1 updated: intervention/treatment (check 'none' or all that apply) none: no => yes adverse event term: dysphagia and gerd => dysphagia this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia and gerd. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2025. Additional information: (B)(6) updated "explant" notification (B)(4). Updated: was the linx explant a result of an adverse event per protocol definitions? No = yes. (B)(6) updated "explant" notification (B)(4). Updated: if yes, choose the primary ae log line, start date and term: blank = #001 (B)(4) 2024-dysphagia. Continued gerd symptom: yes = no.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2025. Additional information: updated log line: 1. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => n/a.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024. Additional event information alert date: 20- dec- 2024. Date of explant: (B)(6) 2024. Country of event: us. Model: lxmc13. Device lot number: 28667. Date of implant: (B)(6) 2022. Patient details: patient identifier: (B)(6). Site country name: united states. Sex: female. Age (at time of consent): 44 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions? No if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no. Other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no describe any notable observations during the explant procedure: blank.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information: updated. Log line: 1. Updated: dilation performed: from no to yes. Updated. Log line: 1. Updated: date of dilation: from blank to (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 corrected data d4: UDI# investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 28667, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.